Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 3006705815-2019-04105, 1627487-2019-11877, 1627487-2019-11878. It was reported that the patient had an infection at the lead and anchors site. In turn, surgical intervention was undertaken wherein the scs system was explanted. A wound vac was placed at the implant site. No further information is known at this time.